Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rashes under breast area due to electrodes rubbing causing broken bleeding skin. The patient advised they have an allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.